Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The date of event was reported as an unknown date in 2013. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records (DHR) has been requested.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Upon further review of the complaint, it was determined the complaint is not reportable due to the complaint not meeting the definition of an MDR reportable event. Not likely to result in patient harm or the need for additional medical or surgical intervention. This does not meet the definition of a reportable event. Synthes is retracting medwatch report #: 8030965-2013-04276. Placeholder.

Event description:
It was reported by facility: during a surgical procedure (type unknown, and on an unknown date in 2013), the small battery drive would not connect to the system console. It was also reported the surgeon was able to complete the procedure by using a spare device; without any further issues and with no adverse event to patient. No further information was provided. This is 1 of 1 device for this event reported on (B)(4).